Event description:
It was reported that the patient was reaching for a blanket and she felt a shocking/jolting sensation in the middle of her back towards her tailbone area. It was also sore. The pt turned the device off. Further info is being requested from the hcp.